Manufacturer narrative:
The device was returned to olympus for evaluation where service was unable to confirm the customer's complaint. However, the unit was equipped with a non-olympus cable and it is highly likely that the unit was previously serviced by 3rd party. The device was repaired and returned to the customer. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely high voltage flowed due to the use of cables other than those made by olympus, resulting in damage to the electronic circuit and temporarily no longer displaying the image. The contents of the instructions for use at the time of product shipment regarding the use of cables other than those manufactured by olympus was reviewed. It instructs the user to not repair or modify the device by anyone other than those approved by olympus. This can prevent the event. This MDR is being submitted retrospectively as part of a remediation effort related to recent system and process changes. A CAPA has been opened to manage the actions related to remediation of this issue and any required MDR reporting.

Event description:
The customer reported to olympus that the device was not displaying an image. The reported problem was found during reprocessing. No patient involvement or injury was reported. No additional information has been obtained.